Event description:
Site experienced erratic results on multiple assays, including ammonia, therapeutic drug monitoring assays, and additional analysis. No data has been provided. No info provided to determine if results were used to guide therapy. The field service rep found a valve was not functioning properly. The instrument was repaired and performance check tests were performed and within specification.